Manufacturer narrative:
(B)(4)

Event description:
Treatment of a right unruptured p-comm (posterior-communicating) saccular aneurysm measuring 10mm x 4.6mm. It was reported that the patient underwent pipeline embolization treatment on (B)(6) 2013 and was admitted back to the hospital 11 days later with a large ipsilateral parenchymal hemorrhage. It was reported that the patient was in poor condition.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).